Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). Concomitant medical products and therapy dates: femoral stem aura ii total ha, size 3 left cementless, 12-14, reference p0125y03, batch 0000655186 handled in (B)(4). Eternity cup plasma ti ha size 56, reference p0402p56, batch 0000762577 handled in (B)(4). Cancellous screw diameter 6.5x25mm, reference p0601125, batch 0000495103 handled in (B)(4). Cancellous screw diameter 6.5x25mm, reference p0601125, batch 0000808604 handled in (B)(4). Biolox delta liner 36mm 54-56mm, reference 650-0795, batch 2918214 handled in (B)(4). Delta ceramic femoral head 036/+4mm 12/14, reference 650-0838, batch 2704937 handled in (B)(4). An investigation has been performed, consisting of a documentary review. The device was not returned to the manufacturer. Therefore it could not be analyzed. Medical records were reviewed and the event was confirmed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaint has been recorded on aura ii total ha left size 3, reference p0125y03, batch 0000655186. No other similar complaint has been recorded on eternity cup plasma ti ha s56, reference p0402p56, batch 0000762577. No other similar complaint has been recorded on cancellous screw diameter 6.5x25mm, reference p0601125, batch 0000495103. No other similar complaint has been recorded on cancellous screw diameter 6.5x25mm, reference p0601125, batch 0000808604. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2013, and dislocated on (B)(6) 2013 (handled in (B)(4)). On (B)(6) 2013, the biolox head was revised (handled in (B)(4)). During the revision surgery, it was noticed that postoperative infection had occurred after the implantation of the total hip prosthesis. Patient was treated with antibiotics (rifadine 300 and bactrim forte). No additional patient consequences were reported.